Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional embolization procedure. Reportedly, the starclose se clip was deployed and was stuck on the artery. The device was stuck to the clip and the device was difficult to remove. Use of the safety release methods were unsuccessful. The vessel was incised to remove the device. Hemostasis was achieved with a surgical suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported clip caught at the distal end was confirmed based on the returned device condition. The reported device entrapment, difficulty removing, mechanical jam could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to the device inadvertently pulled back during clip deployment contributing to the clip interacting with the vessel locator wings. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.e1: phone number.